Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigative conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the emergency department (ed) after their spouse noticed the patient having a seizure. Seizures were not new for this patient. An electroencephalogram (eeg) was performed in the ed. The patient was treated with keppra (levetiracetam) and admitted for further work up. The cause of the seizure was noted to be unknown, and keppra treatment was increased for the patient. There were no unusual events recorded in the log file event history.